Event description:
Patient has complaints on her aero-z wheelchair, specifically that it is too heavy to maneuver. The wheelchair was ordered in oct and the back of the chair was replaced without use to fit the needs of the patient. By mid november the patient was using the wheelchair daily. Patient noticed the lack of easy movement a few days into use. Patient is experiencing arm and shoulder pain and had a scanned to confirm nothing structurally was wrong. Currently patient is using her old wheelchair to avoid the pain caused by the new wheelchair. Patient has had scoliosis after surviving a severe car accident 24 years ago.